Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an alert 38 motor stall with elevated blood glucose, and troubleshooting confirmed a successful dry run suggesting an issue with supplies; replacement cartridges were shipped and guidance to prevent future motor stalls was provided. Symptoms included hyperglycemia, dry mouth, nausea, and elevated ketones. Outcomes included no reported health consequences or long-term impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a failure to infuse associated with the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure of the motor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.